Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier (UDI): (B)(4). The device was returned and the reported tip detachment was able to be confirmed. Based on a visual inspection of the returned product, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation concluded that a cause for the tip separation could not be determined. A review of the lot history record identified no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication the issue was caused by, or related to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion spanning from the distal superficial artery to the proximal popliteal artery with moderate calcification. During use a 6.0x60 mm supera self-expanding stent system (sess) was advanced toward the target lesion and deployed without issue. The sess was relocked and withdrawn. Upon removal it was observed that the sess tip had detached and remained in the patient anatomy on the guide wire and was not able to be retrieved surgically (no attempts were made to retrieve the tip.) The tip was pushed into the tibial vessel by using a guide catheter to push the tip forward over the wire and down the tibial vessel that the wire was parked in. It was confirmed using x-ray that just the tip remained in the patient. There were no other devices used. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.